Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, eccentric, and 90% stenosed mid left anterior descending artery. A 2.0 x 12 mm nc trek was advanced to the lesion for pre-dilatation when the balloon ruptured at 10 atmospheres during the first inflation. A 2.25 mm nc trek was used for further pre-dilatation and a non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide cath: mach1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.